Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. One photo of catalog number 1613 (ventilator tubing set, long length) lot 74d2001235 was received for analysis from the customer. It only shows a part of circuit where the wye p/n 12138-02 and closure p/n 30536) are located. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "I have had a few complaints over the last couple of weeks regarding our ventilator circuits (ref: 1613).the connector plugs become disconnected from the temperature probe ports". No patient injury or harm reported. Patient condition reported as "fine".